Event description:
The lay user/reporter called lifescan (lfs) in 06 and alleged that the pt's meter would not power on. The medical affairs specialist spoke to the pt 3 days later and obtained and verified the following info. The pt stated that she was unable to test on her meter for a few days. During that time, she visited her physician one month ago at 11:00 a.m. Because she was unable to test on her meter. Her blood glucose was tested and the result was 240 mg/dl. The physician gave her orange juice after testing. She had reported that on the days she could not test she was feeling shaky and had blurry vision. She reported that she feels shaky when her insulin based on how she was feeling. The pt did not have any test strips to troubleshoot. The reporter stated that there was no trauma to the meter. She pressed the power button and the meter powered on. The pt stated that she hws never replaced the battery; however, info regarding the age of the battery and the frequency of testing was not provided. This complaint is being reported, as the pt was unable to test on her meter and took insulin based on symptoms. She subsequently experienced symptoms and had a blood gucose result of 240 mg/dl on the physician meter. Thus this case is being reported as an adverse event. A replacement meter has been sent.